Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a battery out limit from the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer's mother stated that the pump had a bad battery. The mother stated that when they took the battery out, the battery change is slow. The customer stated that the pump alarmed during normal use. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.